Event description:
(B)(4). I used naturacare pantyliner for 3 days and developed an allergic skin reaction with severe acute blisters where the pantyliner adhesive touched my skin. I went to dermatologist for help and diagnosis and confirmed it was an allergic reaction. I am allergic to methylisothiazolinone and it must be in the adhesive at a high enough concentration to elicit a reaction. The blisters are not going away. MFR: natracare llc, body wise ((B)(4)) ltd made in (B)(4). Retailer: (B)(6). Explanation: they are not answering adhesive ingredients.